Manufacturer narrative:
Patient into office for three-week pacer/ICD check. Battery found to be at end of life three weeks post implant. Device was removed on (B)(6) 2005. A complete device evaluation is currently underway. Additional information will be provided upon completion.

Event description:
(B)(4).